Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl nor did the cgm read ¿high.¿ the customer resolved the issue by changing the infusion set and cartridge and resumed insulin usage.